Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient currently receiving preservative free normal saline via an implanted pump. The patient¿s prior pump had delivered morphine (10 mg/ml), bupivacaine (7.5 mg/ml), and clonidine (400 mcg/ml). It was reported by the patient that their pump was at eos (end of service) for a year with meds in the reservoir and catheter and that prior to reaching eos, the pump had been set to minimum rate. During the replacement procedure, an intraoperative dye study was attempted, but they were unable to aspirate the catheter. The catheter was not patent. The physician chose not to replace the catheter at that time. The physician filled the new pump with preservative free normal saline, did a back table prime, and a bridge bolus. The plan was to check for a volume discrepancy after the bridge bolus at the first refill. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was also unknown if the issue was resolved at the time of the report. It was indicated that the healthcare provider had no further information to provide regarding the event.